Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs have been made relative to the reported condition. If any additional information is received, a follow-up MDR will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There is no known patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This alarm occurred 1 time. This device is a remediated colleague pump with a user interface module software version of 5.09.90.